Manufacturer narrative:
(B)(4). Physio-control has performed an initial evaluation on the device and has been unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event while monitoring the patient, the display on their device momentarily went blank, which stopped the monitoring capabilities.  When the screen returned, the device appeared to be non responsive and could not be used to continue monitoring. The customer stated that they were initially performing CPR on the patient, but defibrillation was not needed during the call as they only needed to monitor the patient for the remainder of the call. Post transport, at the arrival of the hospital, the customer indicated that they were still unable to power off the device as it was not responding to their button presses.   The customer did not provide any additional patient or event details.  The customer did not know if the patient survived the event.

Manufacturer narrative:
Physio-control replaced the system pcb assembly as a precaution and observed proper device operation through functional and performance testing.  The device was returned to the customer for use. The cause of the reported issue could not be determined.